Event description:
The customer reported during surgery, the surgeon pulled the infusion out of the trocar and found that the balanced salt solution (bss) was hot. The bss was exchanged and the test of the surgery proceeded normally with no harm to the pt. The facility has continued to use the system and have not had any other problems with the temperature of the bss.

Manufacturer narrative:
The company rep examined the system and no problems were found. The system was then tested and met all product specifications. It should be noted that there is no parts on the system where the bss would pass through that might heat up the bss. Therefore, a potential cause may be attributed to a bottle that was already "warmed-up" prior to surgery. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause could not be conclusively determined. (B)(4).